Event description:
It was reported that assembled needle eclipse 22x1-1/4 wss broke. This was discovered before use. The following information was provided by the initial reporter: for safety needle 5 ml 1-needle without covers. 2- caps without needle. 3- broken needle.

Manufacturer narrative:
H6: investigation summary a device history record review was performed for provided lot numbers 0082338 and 0070661. The review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this issue, both picture and physical samples were returned for evaluation by our quality engineer team. Three eclipse needles were provided. Through examination of the samples, two of the needles did not have the safety shield assembled and the remaining needle did have the safety shield assembled. The two samples missing shields were evaluated through a hub-shield fitting test and shields were able to be assembled to the product. Hub and shield fitting values are tested during the inspection of the product. If the fittings are too high, the shield cannot be removed from the needle and if the fittings are too low, the shield is at risk of falling off during handling of the product. It is possible that the non-assembled product resulted from an error during the assembly process. Based on the preventive measures in place, we believe this was an isolated incident with a low change of recurrence. In response to this issue, an alert has been communicated to the manufacturing facility personnel to raise awareness for this potential defect on the production floor. Our quality team will closely monitor the production process for signs of this defect and any emerging trends.

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0082338, medical device expiration date: n/a, device manufacture date: 2020-03-22, medical device lot #: 0070661, medical device expiration date: n/a, device manufacture date: 2020-03-10. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that assembled needle eclipse 22 x 1-1/4 wss broke. This was discovered before use. The following information was provided by the initial reporter: for safety needle 5 ml needle without covers. Caps without needle. Broken needle.